Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a transcatheter aortic valve replacement (tavr) procedure, treating aortic stenosis. Stent delivery systems were placed in the left main and right coronary artery as a precaution if the vessels were to become occluded during the tavr procedure. A 4.0 x 12 mm xience sierra stent placed in the left main. The tavr procedure was completed and the stent delivery system was removed; however, during removal, the xience sierra stent became caught on the tavr device and dislodged. The stent seemed to be well trapped between the vessel wall and the tavr device; therefore, no additional intervention was performed to retrieve the stent. The patient was in stable condition at the end of the procedure. No additional information was provided.